Event description:
An olympus loaner device, evis lucera elite bronchovideoscope, was returned to the olympus service center with the user described defect "peeling of the serpentine coating." Upon inspection and testing of the returned device, the coating of the image guide serpentine tube was found to be peeled off (1 mm 2 or more). There was no patient involvement.

Manufacturer narrative:
The loaner device was returned to olympus. Upon inspection testing of the returned device, image guide peeling of serpentine coating was discovered. In addition, the curved rubber adhesive was missing, abnormal noise due to damage to the angle lever, noise was generated in the image during up/down direction angle operation due to damage to the image pickup unit, bending angle was insufficient due to the elongation of the angle wire and b30 (scoop communication error) occurred due to damage to the image pickup unit. It was also noted, there were scratches on the operation part, switch box, angle lever, rotation mechanism, universal code, scope connector and scope connector cover. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
This medical device report (MDR) is being submitted to capture the reportable malfunction of the b30 (scope communication) error found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the reported event. Due to a risk summary update, the b30 error occurrence previously reported as a non-reportable phenomenon has been changed to reportable. Adverse event problem: updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that ¿coating of insertion tube was peeled off¿ due to stress of repeated use, external factors, or handling. It was recommended to remind the user to follow instructions regarding usage and handling. Additionally, it was determined that b30 error occurred due to damage to the imaging section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.